Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter with serial number (B)(4) compared to the recombiplastin laboratory method. The result from the meter was 3.9 inr. The result from the laboratory within 15 minutes was 2.6 inr. On (B)(6) 2019 the result from the meter was 2.8 inr. The result from the laboratory within 15 minutes was 2.1 inr. The patient's therapeutic range is 2 - 3.0 inr. The results from the laboratory were believed to be correct. There was no allegation that an adverse event occurred due to the device. The meter and test strips were requested for investigation. The meter and test strips were returned and tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368872) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.